Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device noted the proximal contact and delivery wire were kinked, likely due to handling, and the main coil had detached from main coil junction and was not returned for analysis. Information provided by the customer confirmed the device was prepared as per directions for use (dfu) and in good condition after preparation. Based on the available information and investigation results, it is likely that procedural or anatomical factors encountered during the procedure contributed to the observed main coil break. As such, an assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the returned device found that the main coil was broken; there was no clinical consequence to the patient due to this event.